Event description:
The lead was repositioned on (B) (6) 2009.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that several inappropriate shocks were delivered due to myopentials detection. Ventricular channel shows oversensing. The lead was explanted and replaced.